Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 65 mm diameter fusiform abdominal aortic aneurysm. The right common iliac artery was 18 mm in diameter, the right internal iliac artery was 16 mm, 38 mm in length and the minimum diameter of the right external iliac was 6.8 mm. The terminal aorta was 17x18 mm. It was reported that close to the distal end of the contralateral limb there was tortuosity and the limb occluded (exact date is unknown) as the patient was bedridden. The terminal aorta was about 18mm in diameter. The ipsilateral limb was 20mm in diameter and an extension was implanted on the ipsilateral side. As a result the compression ratio was two-to-one and the contralateral limb seemed to be compressed and occluded. Additionally the patient¿s leg appeared pale and examination was performed and the right limb occlusion was confirmed. A fem-fem bypass procedure was performed at the time and the occlusion resolved. This information was provided by the physician. No additional clinical sequelae were reported and the patient is fine. The physician commented the compression ratio was two-to-one ratio and limb occlusion occurred due to narrow terminal aorta diameter.

Manufacturer narrative:
(B)(4).